Event description:
The customer reported the control console is broken at the cable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the control console panel and cable. The sys is operating as intended. (B) (4)